Event description:
During an informal conversation with the physician on (B)(6) 2013, it was reported that after a cardiac ablation procedure, a patient suffered an atrio-oesophageal fistula which required surgical repair. After several follow-ups, additional information was requested and could be obtained on (B)(6) 2013. The procedure took place on (B)(6) 2012 using an ez steer thermocool sf navigational catheter and was uneventful. The patient was discharged the next day after the procedure, per protocol. On (B)(6) 2012, the patient was admitted to hospital with septicemia and hypotension and was diagnosed with atrio-oesophageal fistula and a left atrial defect. The patient was taken to surgery for closure of the oesophageal hole and repair of the left atrial defect. The patient recovered in ICU and was referred for physiotherapy and rehabilitation due to muscle weakness in right side. The patient status has improved since he recovered from the surgical repair, but still requires physiotherapy for the right shoulder impairment. The physician assessed the event as possibly device-related and possibly procedure-related. No malfunction of the catheter was reported. There were no errors on the ep ¿ shuttle rf generator system - 100w used during the procedure. The physician has continued using this type of catheter in subsequent procedures.

Manufacturer narrative:
Evaluation summary: (B)(4). During an informal conversation with the physician on (B)(6) 2013, it was reported that after a cardiac ablation procedure, a patient suffered an atrio-oesophageal fistula which required surgical repair. After follow up, it was stated that there were no faults or errors reported on the stockert generator. There were no events on the stockert or any impedance rises or unexpected temperature cutoffs during procedure. It was also stated that the stockert generator was also up to date with all its service calibration tests. Based on the information provided, it is concluded that the unit is working as designed and does not need any service at this time. The device history record (DHR) for the stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant product: carto 3 system, model #: unknown, serial #: unknown. (B)(4) are related to the same incident. (B)(4).